Manufacturer narrative:
(B)(4). The site has indicated that the incident sample will not be returned for evaluation. However, a photograph of the incident device has been made available. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the surgeon was inspecting the surgical site one hour after the start of the procedure and found a piece of foreign material inside the patient cavity. It was deemed that the material inside the patient's cavity was from the e3595 after device inspection. The material was retrieved from the patient cavity.